Event description:
It was reported st segment elevation occurred. During a left atrial appendage (laa) closure procedure a watchman access system (was) and 27mm watchman flx laa closure device & delivery system (wds) were selected for use. During the procedure the 500ml heparinized saline pressure bag ran out of fluid causing air to be introduced into the device system. St elevation was observed along with electrocardiogram (ECG) changes. The ECG change quickly resolved within minutes. The 27mm closure device was successfully implanted. The patient was in a safe, stable condition going into recovery.